Event description:
During the case it was noted that the tip cover was splitting. If it is not covering the scissors appropriately it can burn the patient, as well as obvious complications if it is lost in the abdomen. The tip cover was changed, and the procedure finished without incident. The defective tip cover was sequestered and intuitive notified. This is the fourth event with a tip cover in two months [only product saved at this time].